Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but no further information was provided by the facility. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that at the end of a pulse field ablation (pfa) procedure using a farawave pfa catheter tissue was observed on the tip of the guidewire. After the farawave catheter was removed from the patient's body the non-boston scientific guidewire started to unravel as it was removed from the catheter. Upon examination there was tissue trapped at the tip of the guidewire that may have caused the guidewire to become stuck in the catheter as they were removing the device. No patient complications other than the minor tissue damage were reported. Despite multiple requests it is not currently known if the device will be returned for analysis.